Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and a power-on self test. The cause of the of the f-38 alarm code was determined be damaged force sensing resistors and fuses and the sensors and fuses were replaced to resolve the problem. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have the f38 alarm. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.